Event description:
It was reported that prior to the case in the operating room, a fiberoptic cord was connected to the unit and the unit was then placed in standby mode. The fiberoptic cord was then placed on a surgical towel. A short period later, the scrub nurse noticed that the unit had turned itself on and there was a burn mark on the surgical towel. It was further reported that the unit was unplugged and removed from the operating room without further incident.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.